Event description:
It was reported that the patient presented for an implant procedure. During left ventricular lead placement, a guidewire was used but was unable to be inserted in to the end of the lead. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
-Appropriate term/code not available for "could not be moved"

Event description:
New information received noted during the previously reported procedure, initially a stylet was placed in the lead but "could not be moved". The stylet was removed and a guidewire was attempted to be used. The guidewire could not be inserted into the lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.